Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user experienced a trauma on (B)(6) 2021 to the site of the implant. Hearing performance with the device was affected. There was no swelling or redness at the site of the implant, only a wound at the scar. The user has been re-implanted on (B)(6) 2021.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress caused by the reported trauma appears very likely. However, to determine an exact root cause a device investigation would be necessary. Re-implantation was performed but the device has not been received for investigation yet.

Event description:
The user experienced a trauma on (B)(6) 2021 to the site of the implant. Hearing performance with the device was affected. There was no swelling or redness at the site of the implant, only a wound at the scar. The user has been re-implanted on (B)(6) 2021.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The users performance with the device is affected. The user experienced a trauma to the site of the implant. The user has been re-implanted on (B)(6) 2021.